Manufacturer narrative:
The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One sample was received for evaluation. The reported issue was observed in the sample as the catheter was already detached from the connector. The manufacturing process was reviewed by a multifunctional team. According to product specifications all machine maintenance for catheter-adapter assembly were verified and up-to-date corrective and preventive maintenance was completed as scheduled. Per the available information for the complaint investigation, no abnormal process conditions that could cause the detached component were detected during the manufacturing process. The potential root cause could be related to variations within the catheter, which could affect the assembly to the adapter. The reported condition was evaluated per the acceptable quality limit (aql), therefore there will not be a formal corrective action implemented as the reported condition represents a deficiency rate of 0.04%, below the approved aql of 1.5%. We will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the foley disconnected during use in the patient.